Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 500 mg/dl. Customer also had ketones. Customer was kept for 12 hours and was given an IV and insulin drip. Customer was wearing the pump at the time of the emergency room visit. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.